Event description:
Arjohuntleigh received a customer complaint where it was reported that during the transfer ("lowering/lifting in/out bathtub") the pt fell (not high) back into the bathtub. It was noted that the (grey) clip of the sling was broken. The pt received no injuries as a consequence of the event. Ref MFR # 9681684-2014-00034.